Event description:
It was reported that during the procedure, after several attempts, the helix would not deploy. The physician did not use the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis indicated there were no anomalies found. There was blood in/on the helix/lobe mechanism.